Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the buttons of the insulin pump. Customer states that there is a keypad anomaly and threshold suspend. The blood glucose reading is unknown. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the functional testing. However, intermittent button response was noted due to flattened up arrow, down arrow, escape, and sct button dome switches. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.